Event description:
It was reported that the lead dislodged and was stimulating the av node. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that the lead exhibited capture and sensing anomalies.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 44.5 cm to 45.5 cm, 47.4 cm and 50.0 cm from the connector pin.